Manufacturer narrative:
The history log for this device indicates that the pad-pak was first successfully installed by the user on (B)(6) 2013 and performed to specification up to and including the final lot entry on (B)(6) 2014. The returned device is reported as having been used in the sca event on (B)(6) 2014. Four manual power ups are successfully recorded on this date. During these manual power ups, the device gave the initial speech prompts before the off button was pressed, powering off the device. The electrode pads did not record a pt impedance during any power on. The returned pad-pak was inserted into the device, passed two self-tests and gave speech prompts with instructional leds as expected. The device was power cycled multiple times and each time the device gave speech prompts alongside the instructional leds. The device powered off with no warning given and green status led continued to flash. Investigation found no fault with the returned device. The device performed to specification throughout the device history and the investigation. The history log shows the device powered up around the reported time of the sca however the device was powered on for 4 seconds, the device gave initial speech prompts before the off button was pressed and the device shutdown. No pt impedance was detected throughout the device log. This would suggest either the electrode pads had not been properly attached or the pad-pak had been incorrectly inserted into the device.

Event description:
There was a pt involved in this event. This device did not switch on when required for sca event. The pt survived.